Event description:
It was reported that the user performed a factory reset of the ilet pump per physician direction due to a change in insulin type, after which blood glucose remained elevated around 315 mg/dl. Customer care agent advised that the pump would need to relearn and out-of-range events were possible, then guided a second factory reset and paired the pump to the ilet mobile app, and additional training offered and declined. Additional agent support included device setup verification, repeat factory reset, and confirmation of mobile app connectivity. Investigation of this case revealed no device malfunction and indicated expected algorithm relearning following a factory reset and insulin change. No clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no medical interventions. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with expected behavior during initial relearning after a reset and therapy change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.